Event description:
Implantable cardioverter defibrillator (ICD) was removed when the battery reached an eri (elective replacement indicator) status. The physician is dissatisfied with the longevity of the ICD.